Event description:
On 07/09/1999, the facility's director, safety/quality management informed the distributor's sales rep of the following: the device was implanted on 5/27/1999. On 6/24/1999, the device was not working properly and as a result, the physician removed the device. The facility has the device with approx 3" blue catheter still attached. The facility reviewed past x-rays of the pt. An x-ray taken 6/10/1999, showed that the device catheter has separated and as a result, the pt and attending physician choose to undergo another surgical procedure to remove the remaining product at another facility in a nearby city. Additionally, it was stated that the facility did not report the incident until july because it was awaiting pt's outcome. According to the attending physician the pt will recover. The report also states that the device in question is not available to be returned to the MFR. For analysis at this time. No further details were provided.